Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery. A 3.5 x 15 mm xience sierra stent was implanted. Six days post procedure, on (B)(6) 2019, the patient was re-hospitalized with a myocardial infarction. In-stent restenosis was noted. A revascularization procedure was performed, and a 3.0 x 15 mm xience sierra stent was implanted. The event resolved on (B)(6) 2019. No additional information was provided.